Event description:
Customer called to report high blood glucose. Blood glucose reading was 350 mg/dl. The customer stated that she suspended the insulin pump before sleeping and forgot to take it off of suspend. Customer woke up with high blood glucose. The customer also ignored some audible beeps and assumed they were all for low reservoir but the insulin pump had gone into suspend mode. Customer's blood glucose had gone up to around 400 mg/dl. The customer refused troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).